Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is protruding. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6)2022 during which the ipg was repositioned. It was also noted that the patient had lost considerable weight causing discomfort at the ipg site prior.